Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary background: updated event description: it was reported that on (B)(6) 2019, during an ankle fracture case, the surgeon used an unknown screwdriver. The delaminated or the thread of the 4.0 mm partially threaded cannulated screw came off during insertion and ended up in the ankle joint and they had to fish out the threads. The screw stayed in the patient. There was a surgical delay of unknown number of minutes. Procedure was successfully completed. There was no harm to the patient. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. Investigation flow: damage. The complaint part was received for investigation. In addition, the two xrays/photos provided in the attachment ¿(B)(4) additional information with x-ray from sales consultant (B)(6) 2019¿ was investigated along with the returned part. Visual inspection: only the stainless steel threads of the unk - screws: 4.0 mm cannulated (p/n unk lot unk) was received. The threads completely peeled off from the shaft, and the returned threads were broken/returned into two pieces and raveled. The shaft of the screw was not returned. Per the xrays provided, the threads were peeled off from the shaft of the screw. Dimensional inspection: dimensional analysis of the screw threads could not be performed as the threads were tangled and broken into two pieces, additionally, the shaft was not returned. Document/specification review: a review of the device history records was unable to be performed since the part/lot number was unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the unk - screws: 4.0 mm cannulated (p/n unk lot unk) as the threads were completely peeled off from the shaft of the screw and the peeled threads were returned into two pieces. The returned screw is an implant in the depuy synthes cannulated screw system indicated for fracture fixation of small bones and small bone fragments, "drilling and tapping: the self-drilling, self-tapping flutes of the 4.0mm cannulated screw make pre drilling and pre-tapping unnecessary in most cases. The sets include 2.7mm cannulated drill bits and a cannulated tap for use in dense bone, if needed." Although a definitive root cause could not be determined, it is possible that an attempted insertion was into dense bone without predrilling or pretapping, causing the threads to break. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, during an ankle fracture case, the surgeon used an unknown screwdriver. The delaminated or the thread of the 4.0 mm partially threaded cannulated screw came off during insertion and ended up in the ankle joint and they had to fish out the threads. The screw stayed in the patient. There was a surgical delay of unknown number of minutes. Procedure was successfully completed. There was no harm to the patient. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: d1; d4; g5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown 4.0mm cannulated screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle fracture case on (B)(6) 2019, the thread of the 4.0 mm partially threaded cannulated screw came off during insertion and ended up in the ankle joint. The fragments were retrieved from the patient¿s body; the screw was implanted. Procedure was successfully completed with an unknown delay. There was no harm to the patient. Concomitant devices: screwdriver (part: unknown, lot: unknown, quantity: 1). This report is for an unknown 4.0mm cannulated screw. This is report 1 of 1 for (B)(4).